Manufacturer narrative:
Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power up) was isolated to a damaged and bent power supply connector. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger. Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger was unable to power on. A us distributor reported that a battery was unable to power on a monitor.